Event description:
Customer reported a malfunction with the pump, specifically displaying malfunction code 16-0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Pump needed to be replaced, and the customer was informed about the replacement. The customer received a replacement pump to ensure insulin delivery continued without interruption, and their shipping address was confirmed. No additional information was received regarding the outcome of the event.